Event description:
It was reported that "difficulty" was experienced with "plunging or controlling" a syringe component.

Manufacturer narrative:
It was reported that "difficulty" was experienced with "plunging or controlling" a syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or physical sample was provided for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.